Event description:
Between sept. 16&18, three neotrend sensors from batch 691 were inserted and subsequently withdrawn from the pt. Insertion difficulties were experienced with the second and third sensors. No resistance was felt on withdrawl of any of the sensors. On sept 28, a chest/abdomen x-ray revealed the presence of a marker (presumed from the tip of one of the sensors) within the umbilical artery. A review of a previous x-ray taken on sept. 18 (when the third sensor was in place) showed two markers to be present. Two cat scans confirmed that the remaining marker was positioned within the umbilical artery in the region of the dome of the bladder. The medical decision was that no surgical intervention would be taken. All three sensors were discarded by the hospital thereby making an investigation impossible. The staff have questioned user technique and therefore additional training is currently in progress at the hospital. The pt has not shown any signs of complications related to this event.